Event description:
Patient came in for rt breast ultrasound guided biopsy. At the end when we were putting the clip in, the atec clip did not deploy into breast. Mammogram was done right after showing no clip, so another type of clip was put in.